Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ventricular tachycardia with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring surgical intervention. After 4 hours of endocardial mapping and ablating, the physicians switched to an epicardial approach. During epicardial puncture, the patient suddenly became hypotensive. Cardiac surgery was performed in the catheterization lab. Blood was found to have migrated into the thoracic cavity. It was noted that if the endocardial approach continued, patient consequences would not have likely occurred. Physician indicated that the patient sustained no permanent damage. Multiple attempts have been made to obtain additional information regarding this event, but none has been made available.

Manufacturer narrative:
Biosense webster requested and received additional event information on 1/31/2018. It was reported the patient was a (B)(6) year-old female. During the procedure, blood was found to have migrated into the thoracic cavity and a right atrial perforation was detected near the coronary sinus os. Patient required extended hospitalization as a result of the adverse event for recovery from surgery and a second ablation procedure. Patient outcome is improved. Physician indicated that the patient sustained no permanent damage. There were no patient factors cited that may have contributed to the adverse event. It was noted that the adverse event occurred during mapping phase. Physician¿s opinion regarding the cause of the adverse event is that it was related to the characteristic of the catheter, specifically that the catheter has a stiff distal portion. Physician did not believe the adverse event was related to patient condition. No transseptal puncture was performed. A cordis 8 french short sheath was used. There is no information regarding generator parameters, generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed at the site of injury. Power was not titrated during ablation. Irrigated catheter flow was set at 2 ml/min. Patient received anticoagulant (low-dose heparin) during the procedure with activated clotting time (act) maintained at less than 300 seconds. There is no information regarding shaft proximity interference (spi) value. The thermocool smarttouch bidirectional navigation catheter was not in close proximity to another catheter. The thermocool smarttouch bidirectional navigation catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors or malfunctions reported on any biosense webster inc. Equipment during the procedure. Concomitant products: carto 3 system (us catalog number and serial number are unknown) non-bwi product: cordis 8 french short sheath manufacturer's ref # (B)(4).